Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('progressively intense pelvic pains'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia),') in a 27-year-old female patient who had essure (batch no. Right:624832,left:624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, chlamydial infection and burning micturition. Previously administered products included for an unreported indication: singulair, septra and prochlorperazine. Past adverse reactions to the above products included drug hypersensitivity with prochlorperazine, septra and singulair. Concurrent conditions included sinusitis, esophageal reflux aggravated, lymphadenopathy cervical, bladder infection, recurrent uti, vaginal discharge, tenderness, itching and pain in hip. Concomitant products included azelastine hydrochloride (astepro), corticosteroid nos and fexofenadine hydrochloride (allegra). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), pain in extremity ("legs (severe), pain"), abdominal pain lower ("in lower abdominal (severe), pain"), back pain ("lower back (severe), pain") and hot flush ("hot flashes"). The patient was treated with antibiotics, and surgery (ablation (B)(6) 2015 and transvaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, alopecia, pain in extremity and abdominal pain lower had resolved and the pelvic inflammatory disease, back pain and hot flush outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils left: 0 coils (end of device seen at tubal ostium) discrepancy noted: date(s) of insertion: (B)(6)2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: essure in satisfactory position, no abnormality. Pregnancy test urine - on (B)(6)2008: results: negative. Diagnostic results: (B)(6) 2012, physical exam: genitourinary: cervix exhibits motion tenderness. Cervix exhibits no lesion and no tenderness. Vulva exhibits erythema (mild erythema at introitus). Vulva exhibits no lesion. Thin, odorless, clear, white and vaginal discharge found. Diffuse tenderness to palpation with bimanual pelvic exam. (B)(6) 2015, surgical pathology; final diagnosis: uterus, cervix, and bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: - inactive endometrium. - cervix with chronic inflammation. Bilateral fallopian tubes with no significant pathologic changes. - essure devices identified. Concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received- new event hot flashes added. Meddra llt for event hormone changes was updated to mood swings. Event outcome of apareunia was updated to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('progressively intense pelvic pains'), pelvic inflammatory disease ('pelvic inflammatory disease') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia),') in a 27-year-old female patient who had essure (batch no. Right:624832,left:624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, chlamydial infection and burning micturition. Previously administered products included for an unreported indication: singulair, septra and prochlorperazine. Past adverse reactions to the above products included drug hypersensitivity with prochlorperazine, septra and singulair. Concurrent conditions included sinusitis, esophageal reflux aggravated, lymphadenopathy cervical, bladder infection, recurrent uti, vaginal discharge, tenderness, itching and pain in hip. Concomitant products included azelastine hydrochloride (astepro), corticosteroid nos and fexofenadine hydrochloride (allegra). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), pain in extremity ("legs (severe), pain"), abdominal pain lower ("in lower abdominal (severe), pain"), back pain ("lower back (severe), pain") and hot flush ("hot flashes"). The patient was treated with antibiotics, and surgery (ablation (B)(6) 2015 and transvaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, alopecia, pain in extremity and abdominal pain lower had resolved and the pelvic inflammatory disease, back pain and hot flush outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, pain in extremity, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils left: 0 coils (end of device seen at tubal ostium) discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: results: essure in satisfactory position, no abnormality. Pregnancy test urine - on (B)(6) 2008: results: negative. Diagnostic results: (B)(6) 2012, physical exam: genitourinary: cervix exhibits motion tenderness. Cervix exhibits no lesion and no tenderness. Vulva exhibits erythema (mild erythema at introitus). Vulva exhibits no lesion. Thin, odorless, clear, white and vaginal discharge found. Diffuse tenderness to palpation with bimanual pelvic exam. (B)(6) 2015, surgical pathology; final diagnosis: uterus, cervix, and bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: - inactive endometrium. - cervix with chronic inflammation. - bilateral fallopian tubes with no significant pathologic changes. - essure devices identified concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease lot number: 624832 manufacture date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 17-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent sterilization. The plaintiff had two essure coils implanted into her body. Three months after this procedure, she underwent the required hsg (hysterosalpingogram) confirmation which indicated that her fallopian tubes were occluded. On (B)(6) 2012, the plaintiff began to experience progressively intense pelvic pains that were of an unascertainable origin to doctors. Doctors attempted to alleviate these pains with treatments intended to cure urinary tract infections; however, these attempts did not alleviate the pelvic pains. There pains persisted for a couple years without doctors being able to determine the origins. Finally, on (B)(6) 2015, doctors finally discussed the possibility of the devices causing the persistent pelvic pains and proposed a definitive solution: a transvaginal hysterectomy, bilateral salpingectomy. On (B)(6) 2015, plaintiff underwent the procedure, having her entire uterus, both fallopian tubes and the essure removed from her body. Follow-up received on 30-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented progressively intense pelvic pains and she underwent a vaginal hysterectomy and bilateral salpingectomy to remove essure, serious event due to medical importance and listed in reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion and around 7 years after insertion consumer underwent a surgery to have the essure coils removed. Considering events nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("progressively intense pelvic pains"), pelvic inflammatory disease ("pelvic inflammatory disease") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. Right: 624832, left: 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, chlamydial infection and burning micturition. Previously administered products included for an unreported indication: singulair, septra and prochlorperazine. Past adverse reactions to the above products included drug hypersensitivity with prochlorperazine, septra and singulair. Concurrent conditions included sinusitis, esophageal reflux aggravated, lymphadenopathy cervical, bladder infection, recurrent uti, vaginal discharge, tenderness, itching and pain in hip. Concomitant products included azelastine hydrochloride (astepro), fexofenadine (allegra) and fluticasone propionate (flonase). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines I headaches"), headache ("migraines I headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), pain in extremity ("legs (severe), pain"), abdominal pain lower ("in lower abdominal (severe), pain") and back pain ("lower back (severe), pain"). The patient was treated with antibiotics, ibuprofen (motrin), surgery (transvaginal hysterectomy, bilateral salpingectomy) and surgery (ablation (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, pain in extremity, abdominal pain lower and back pain outcome was unknown and the alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils left: 0 coils (end of device seen at tubal ostium) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure in satisfactory position, no abnormality pregnancy test urine - on (B)(6) 2008: negative . On (B)(6) 2012, physical exam: genitourinary: cervix exhibits motion tenderness. Cervix exhibits no lesion and no tenderness. Vulva exhibits erythema (mild erythema at introitus). Vulva exhibits no lesion. Thin, odorless, clear, white and vaginal discharge found. Diffuse tenderness to palpation with bimanual pelvic exam. On (B)(6) 2015, surgical pathology; final diagnosis: uterus, cervix, and bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: - inactive endometrium. - cervix with chronic inflammation. Bilateral fallopian tubes with no significant pathologic changes. - essure devices identified concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as pelvicinflammatory disease, hormonal changes, abnormal bleeding(vaginal, menorrhagia),apareunia (inability to have sexual intercourse), migraines I headaches, dysmenorrhea (cramping), pain, hair loss. Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("progressively intense pelvic pains"), pelvic inflammatory disease ("pelvic inflammatory disease") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. Right: 624832, left: 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, chlamydial infection and burning micturition. Previously administered products included for an unreported indication: singulair, septra and prochlorperazine. Past adverse reactions to the above products included drug hypersensitivity with prochlorperazine, septra and singulair. Concurrent conditions included sinusitis, esophageal reflux aggravated, lymphadenopathy cervical, bladder infection, recurrent uti, vaginal discharge, tenderness, itching and pain in hip. Concomitant products included azelastine hydrochloride (astepro), fexofenadine (allegra) and fluticasone propionate (flonase). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/headaches"), headache ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), pain in extremity ("legs (severe), pain"), abdominal pain lower ("in lower abdominal (severe), pain") and back pain ("lower back (severe), pain"). The patient was treated with antibiotics, ibuprofen (motrin), surgery (transvaginal hysterectomy, bilateral salpingectomy) and surgery (ablation (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, migraine, headache, dysmenorrhoea, alopecia, pain in extremity and abdominal pain lower had resolved and the pelvic inflammatory disease, female sexual dysfunction and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils left: 0 coils (end of device seen at tubal ostium). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure in satisfactory position, no abnormality pregnancy test urine - on (B)(6) 2008: negative. On (B)(6) 2012, physical exam: genitourinary: cervix exhibits motion tenderness. Cervix exhibits no lesion and no tenderness. Vulva exhibits erythema (mild erythema at introitus). Vulva exhibits no lesion. Thin, odorless, clear, white and vaginal discharge found. Diffuse tenderness to palpation with bimanual pelvic exam. On (B)(6) 2015, surgical pathology; final diagnosis: uterus, cervix, and bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: - inactive endometrium. - cervix with chronic inflammation. - bilateral fallopian tubes with no significant pathologic changes. - essure devices identified . Concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received. Event outcome of progressively intense pelvic pains, abnormal bleeding(vaginal, menorrhagia), hormonal changes, apareunia (inability to have sexual intercourse), migraines/headaches, dysmenorrhea (cramping), hair loss, legs (severe), pain, lower back (severe), pain and in lower abdominal (severe), pain was updated as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("progressively intense pelvic pains"), pelvic inflammatory disease ("pelvic inflammatory disease") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia),") in a 27-year-old female patient who had essure (batch no. Right: 624832, left: 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, chlamydial infection and burning micturition. Previously administered products included for an unreported indication: singulair, septra and prochlorperazine. Past adverse reactions to the above products included drug hypersensitivity with prochlorperazine, septra and singulair. Concurrent conditions included sinusitis, esophageal reflux aggravated, lymphadenopathy cervical, bladder infection, recurrent uti, vaginal discharge, tenderness, itching and pain in hip. Concomitant products included azelastine hydrochloride (astepro), fexofenadine (allegra) and fluticasone propionate (flonase). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines I headaches"), headache ("migraines I headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), pain in extremity ("legs (severe), pain"), abdominal pain lower ("in lower abdominal (severe), pain") and back pain ("lower back (severe), pain"). The patient was treated with antibiotics, ibuprofen (motrin), surgery (transvaginal hysterectomy, bilateral salpingectomy) and surgery (ablation 28-aug-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, pain in extremity, abdominal pain lower and back pain outcome was unknown and the alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pain in extremity, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils left: 0 coils (end of device seen at tubal ostium) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure in satisfactory position, no abnormality pregnancy test urine - on (B)(6) 2008: negative 17apr2012, physical exam: genitourinary: cervix exhibits motion tenderness. Cervix exhibits no lesion and no tenderness. Vulva exhibits erythema (mild erythema at introitus). Vulva exhibits no lesion. Thin, odorless, clear, white and vaginal discharge found. Diffuse tenderness to palpation with bimanual pelvic exam. (B)(6) 2015, surgical pathology; final diagnosis: uterus, cervix, and bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: - inactive endometrium. - cervix with chronic inflammation. - bilateral fallopian tubes with no significant pathologic changes. - essure devices identified concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs